Event description:
It was reported that the dr noticed, via MRI, a suture breakage about a week after a median sternotomy operation, where m650g was used for closing of sternum. No adverse pt consequences or time delay was reported.